Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power. The customer also alarmed failed battery test repeatedly. It was the second occurrence of off no power without a low battery warning. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm, motor error alarm and unexpected battery power loss anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.